Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The infusion set was to be changed every 48¿72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 300-400 mg/dl. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with insulin and fluids. The customer declined tandem technical support's offer to troubleshoot. Although requested, the customer's discharge date was not provided. Reportedly, the customer used the cartridge and infusion set for 4 days.